Event description:
It was reported that a patient went to clinic on (B)(6) 2025 and the pacemaker (pm) was adjusted. The patient presented to the emergency room on (B)(6) 2025 for arrhythmia, dizziness, and dyspnea. The pm was programed back to its original setting to resolve the issue. The patient condition was stable following the changes.